Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) upon powering up. The driveshaft could not be adjusted to its "home" position to clear the ua45 advisory. The root cause of the ua45 was the defective integrated encoder gearbox, which was replaced to remedy the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 45 (not at "home" position after power-on/restart) displayed upon powering on. The driveshaft could not be adjusted to its "home" position to clear the ua45 advisory. No patient involvement.